Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they fell backwards on their back on (B)(6) of last year and since then they have noticed that the charging duration has changed. Caller stated that usually they only have to charge the implant every 6 days, but now they are having to charge it more often and they think there was a bent on the implant. Caller also asking for their manufacturer representative (rep) phone number to get the implant checked. Agent reviewed rep role information. The patient was redirected to their healthcare provider to further address the issue. Agent provided the national answering service phone number for their health care provider to call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; the patient clarified the implant bent after fall as when the patient fell on their back on (B)(6) 2024 it felt like there was an indentation on their battery. The patient had noticed their signals jumped all over and sometimes it was strong and then they couldn't feel it. The issue was not resolved. The patient had an appointment with their pain doctor on june 26th.